Event description:
The complainant reported a 39 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, concern for hemolysis prompted removal of the device. The patient was then administered dialysis.

Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.